Manufacturer narrative:
Concomitant medical devices: 5076-52 lead, implanted on (B)(6) 2002.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds. The lead was capped and an alternative chronic lead was employed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.